Manufacturer narrative:
Device manufacture date from march 16, 2016 to march 17, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed with a small volume infusor. The reporter stated that no flow was observed during patient infusion. The bladder was verified to be deflated by nurse. There was no patient injury or medical intervention associated with this event. No additional information is available.